Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary examination of the returned device confirmed the reported breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the locking screwdriver broke at the end that attaches to the screw. It broke while trying to insert the locking screw. Time was extended by five minutes while trying to seat the screw down flush with the metaglene. While the holder for the reaming guide was starting to break on the threaded insert. It was noticed before the case started so it did not effect the surgery. The sales consultant borrowed the mentioned instrument sets from their office but would guess that both instruments have been used over 50 times. Surgical delay 5 minutes.